Manufacturer narrative:
Initial.

Event description:
It was reported that insulin in the ilet pump was not lasting more than a day, and engineering review suggested the user performed incorrect supply change steps by filling the tubing twice during a single change, which could increase insulin usage; no alerts or alarms were ultimately active, and no hospitalization occurred. Symptoms included insufficient information regarding any clinical effects. Outcomes included insufficient information regarding impact on the patient. Investigation included interviews and analysis of information provided by the customer. Investigation of this case revealed insufficient information regarding a specific device malfunction and no device component finding, and there were no findings available to confirm a device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established.